Manufacturer narrative:
The customer¿s reported experience with the rate increasing from 18 ml/hr to 19 ml/hr was confirmed through review of the pcu event log. Review of the pcu event log revealed that while the source device was infusing at the rate of 18 ml/hr, the user selected the device, and then pressed the ¿up arrow¿ key on the pcu; this increased the rate to 19 ml/hr, consequently increasing the dose to 950 units/hr, from 900 units/hr. Following this sequence, the user pressed softkey 14 which was assigned the function ¿start¿. The infusion remained at the rate of 19 ml/hr for approximately one hour before the user reprogrammed the rate to 18 ml/hr, and then channeled off the device. Pcu keypad testing was performed to rule out a possible ¿misread¿ keypress. Each key passed keypad testing. Through testing, it is believed the only way an ¿up arrow¿ keypress could register is by pressing the ¿up arrow¿ key. The approximate cause of the customer¿s experience with an unintended rate change is believed to be user programming.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a vague event where a nurse asserts there was an unintended rate change from 18 to 19 "all of a sudden." Although the pump was connected to the patient at the time of the rate change there is no report of over infusion or harm to the patient. The customer is requesting log review and evaluation of the device to determine if this was a user error. Event details have been requested and are not available.